Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp unit and was unable to duplicate the reported issue and upon review of the unit's diagnostic error logs, the stm observed "augmentation below set limit" in the log files. The stm performed full functional checkout and five (5) fiber optic tests, all of which had no problems to report. In addition, the stm checked the ECG & bp high level signals and cycled the iabp on a simulator and catheter without any issues. All calibration, functional and safety tests were performed and passed per factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped working. There was no patient harm and no adverse event was reported.